Event description:
Pt w/ complete heart block had permanent pacemaker inserted w/out apparent problem. Pt condition stable post-procedure. Pacer functioning as evident on cardiac monitoring. Pt. Suddenly arrested. Resuscitation attempts unsuccessful. Autopsy preliminary results indicated cardiac tampondae and perforation of rt atrium by pacemaker wire.